Event description:
The sheath was placed and an infusion catheter placed through the sheath. Pt was sent for infusion for about 3 hrs. Upon return, the sheath fitting was found to be leaking. The infusion catheter was withdrawn over the wire. Went to remove the sheath and it separated at the fitting. The sheath was lost in the pt. The physician then advanced a balloon catheter over the wire guide into the separated sheath segment. Inflated the balloon and withdrew the separated sheath segment and balloon catheter as a unit.